Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the right plunger case was cracked, the ear clip was cracked, the keypad was scratched, and there was visible contamination by the l bracket pole clamp, the battery door, and around the pump. A review of the event history log (ehl) identified primary audible alarm post and auxiliary control unit (acu) watchdog failure as sympathy alarm. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure and performed self-test/occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.

Event description:
It was reported that the pump exhibited an audible post alarm failure message. No patient injury was reported.